Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously low cbc (complete blood count) results, along with flags, were generated by coulter act diff analyzer for two patient samples. The erroneous results were reported out of the laboratory. Repeat testing on the same and on an alternate instrument (coulter lh750 hematology analyzer) produced higher cbc results. The customer considered the results from the second rerun on the alternate instrument correct for both patients. (Note: the event of incorrect result generated by the first rerun on the alternate instrument (lh 750) is also reported in 1061932-2011-01842.) There was no death, injury, or change to patient treatment attributed to this event.

Manufacturer narrative:
Sample collection details were not provided. Controls were not run prior to or after the incident. The customer stopped using the instrument until serviced. The instrument is currently performing within qc specifications. On (B)(4) 2011, the field service engineer (fse) adjusted the vacuum transducer setting for proper clog detection, latex gain and rbc (red blood cell), wbc (white blood cell), plt (platelet) calibration factors. The fse ran nine (9) random patient samples on the act diff and all results correlated to the lh750 instrument. Repair was verified and instrument was validated. The root cause is unknown; however, review of the initial sample cbc results is indicative of a short sample.